Event description:
Report received from abbott international affiliate which states, "saline leaked from the tubing at the blood sampling port." Although requested, additional information has not become available.